Event description:
The pt thought her battery was "done". She underwent knee surgery and subsequently could not turn the device on. Upon interrogation, a power-on-reset condition was displayed on the clinician programmer. The battery was at 2.56v and longevity estimate based on parameters was 120 months. Further info is being requested at this time.

Manufacturer narrative:
(B) (4).